Event description:
It was reported that prior to use, the electrodes had insulation issue. The clear part of the edge of the first electrode (240990241r) was not attached to the blade. They opened several from different lots (251600340r) and validated that some of the clear part was attached or flush with the blade and others were not. The surgeon cancelled cases because he believed there was something wrong with the device and concerned that it would arc near the carotid artery. There was no patient involvement.

Manufacturer narrative:
Additional information: b5, d4(expiration date, lot number and UDI), d9, g3, h3, h4, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: "medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted minor damage to clear insulation. The analysis/evaluation found the clear piece of insulation had scratch marks. Most likely due to misuse. No pieces of the electrode appeared detached. Clear insulation was in place, under the blue heat shrink insulation. No loose pieces were observed. It was reported that the device component was disengaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device insulation was damaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not modify or add to the insulation of active electrodes. Cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object, or bending beyond 90 degrees may damage the electrode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the electrodes had insulation issue. The clear part of the edge of the first electrode (240990241r) was not attached to the blade. They opened several from different lots (25160034dr) and validated that some of the clear part was attached or flush with the blade and others were not. The surgeon cancelled cases because he believed there was something wrong with the device and concerned that it would arc near the carotid artery. There was no patient involvement.

Manufacturer narrative:
D10 concomitant products: e1455, e1455 the edge ent/ima electrode x50 (lot #: 240990241r). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.